Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) had a procedure at the hospital and a magnet was paced over the device. When the patient came out of the operating room, the health care professional (hcp) reported the patient's heart rate dropped to 25 bpm. At the time the hcp called boston scientific technical services (ts) the patient's heart rate was 49 to 52 bpm. Ts reviewed that magnet use would not permanently change any device settings. It was suggested that the device be interrogated due to the low heart rate that was observed. There were no further adverse patient effects were reported. No additional information related to this event was able to be obtained. At this time, all information suggests the system remains in service.

Manufacturer narrative:
As no further information concerning this report is currently available, our investigation is complete. This investigation will be updated should further information be provided.